Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the suture break? In the package/ during dispensing / during actual use on patient? Specific quantity of sutures that broke in this single procedure. How was case completed? Any adverse patient consequences? Lot number. Is the event date (B)(6) 1980? Is the product still available for evaluation? If yes, please provide contact name, mailing address and telephone number of the person to whom a shipper kit be mailed out to return the product to us. Note: events reported in 2210968-2019-90319, 2210968-2019-90320, 2210968-2019-90321, 2210968-2019-90322, 2210968-2019-90323, 2210968-2019-90325, and 2210968-2019-90326.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was used and broke in the middle and cannot be used. There were no adverse patient consequences reported. Additional information has been requested.